Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances and ipg could not be set into MRI mode. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
E1: initial reported phone number: (B)(6). B3: date of event is estimated.